Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 418 mg/dl at the time of incident. The customer stated that she treated her high blood glucose by manual injections. The insulin pump passed displacement test and self-test. The customer declined to troubleshoot for all other test. The insulin pump will not be returned for analysis.